Event description:
It was reported that the patient had a horrible fall "about 3 months" prior to this report and stimulation turned off. Patient met with the manufacturing representative "about 3-4 months" prior to this report, "about 3 weeks after the fall" and the manufacturing representative got the implantable neurostimulator (ins) ¿going¿ again. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 377860, lot# v021898, implanted: (B)(6) 2007, product type: lead; product ID 377860, lot# v021898, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).